Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va1l30t, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins). Patient wife called and said patient had to go to the ER and be catheter. Also said that he has been having frequent bowel movement (bms) that may be causing weight loss. Patient has tried multiple programs over the year and feels most in the rectal area. Patient was getting the device removed tomorrow by another doctor and following up with another doctor on a later date. The surgical intervention planned and scheduled on (B)(6) 2019. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-28, lot# va1l30t, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that representative indicated that they were not aware if the patient has removed the device or not and was not notified, so they have no follow up with them.